Event description:
It was reported that the over four years after implant the implantable cardioverter defibrillator (ICD) system was explanted due to infection. Vegetation was noted on the right ventricular (rv) lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.